Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. A supply change was performed resolving the issue. Blood glucose level was not impacted.